Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy for obesity, after firing the sixth reload to cut the stomach, the jaws of the device locked on tissue in the mid section. The device was removed. Another reload of the same type was used to complete the procedure. There was no patient injury.